Event description:
It was reported that images may not appear on the video system center. The issue occurred during preparation for use for a diagnostic stent placement procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined as the event was unable to be reproduced. However, it is likely that there was contact failure causing the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device with no delay.